Event description:
It was reported that during a procedure, while attempting to insert a screw into a plate, the tip of the driver fractured. The fragment fell into the patient, but was successfully retrieved with no delay or impact to the procedure and patient. Attempts for additional information have been made, and all has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.